Manufacturer narrative:
The reported solero unit has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a solero mta generator. The customer is reporting a loud squeaky loose coming from pump and generator is very loud. They also has issue with the button that starts and stops the microwave energy. Track ablating was being performed during pullback. The button to turn off the energy was pushed when probe exited tissue. This was an open case and the account stated that usually the system shuts itself off when the probe is removed from the patient, but it took them 3 times to turn it off and was already out of patient at this point. The applicator continued to fire, outside the patient before the energy was able to be stopped. No attending clinical staff or the patient were harmed by this. The procedure was continued with this unit however, a new of the same applicator was used.

Manufacturer narrative:
Returned for evaluation was serial number (B)(6) , solero generator. When testing the unit, the reported high reflective power was not able to be duplicated throughout the testing. It was also noted at the time that the pump cover was cracked. While unit was open, it was discovered that spacers were missing under the control card, so two were added, and the pump was replaced. The unit was retested and passed all testing. Unit meets all acceptance criteria. The reported complaint description is confirmed. The pump cover on the unit was cracked, which was replaced. In addition, it was discovered that two spacers were missing under the control card, which were added. The root cause for the cracked pump cover and missing spacers could be attributed to handling by the end user. This is the first reported error for this unit for a cracked pump cover and missing spacers. This is the first time the pump cover and spacers has been replaced. The reported complaint description is not confirmed for high reflected power as it was not able to be duplicated throughout testing. This is the first reported error for this unit for high reflected power. The root cause for the hrp cannot be determined. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "no modification of this equipment is allowed. Do not attempt to repair or alter any of the system components. Do not remove the cover of the generator. Refer all service to angiodynamics. There are no user-serviceable parts inside the generator. The warranty will be voided if the unit is opened. The touchscreen will illuminate after several seconds and display the screen shown below. Below the angiodynamics logo, the text "system loading" is displayed in various languages. The languages displayed will change twice as the loading progresses. When the system is loaded, the languages are removed, and a bar is displayed which indicates the progress of system initialization, as shown by (1) below. Do not unplug or interrupt the initialization process as the system is performing necessary self-tests. Troubleshooting: standby screen is displayed, but the screen buttons are unresponsive - switch the power off, wait five seconds, then switch it back on again. If the buttons continue to be unresponsive, then contact angiodynamics for technical support. There is no system function (the system is non-responsive) and no system error message appears - switch the power off and then contact angiodynamics for technical support." 6.2.5 high reflected power: the system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: · the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. · connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. · the applicator may be defective. Replace the applicator with a new one. · if the problem persists, contact angiodynamics inc. For technical support." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).